Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The previously reported evaluation method, result, and conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-mar-01. It was reported that the cause of the inability to disconnect the catheter from the pump was that the sutureless connector would not release when the black dots were pressed. The metal inside the connector stayed attached to the pump.

Manufacturer narrative:
Analysis of the catheter identified difficulty with the sutureless connector which led to explant. Previously reported evaluation method, result, and conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-feb-2014, UDI#: (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg of lioresal at an unknown concentration and dosage via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2019, it was reported that during a pump replacement procedure on (B)(6) 2019 the hcp attempted to remove the old pump by squeezing on the designated ovals on the sutureless connector of the patient's catheter, but could not release the catheter from the pump. The hcp removed the old connector and replaced it with a new sutureless connector which was then connected to the new pump. It was noted that the hcp made several attempts to remove the pump from the sutureless connector. No environmental/external/patient factors were known to have possibly led or contributed to the issue. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.